Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The legal manufacturer was able to confirm that the customer's reprocessing steps were not conducted from the instructions for use (IFU). Based on the results of the investigation, the foreign material found in the light guide lens (lg-lens) could not be identified. However, based on the results of the investigation, the probable cause of the malfunction (foreign material inside lg-lens) would likely be that may have been peeled off by physical stress such as hitting/dropping distal end, chemical stress from chemical solutions, or the like. Eventually, moisture invaded under the lg-lens which led to corrosion. Since the material was not on the surface of the device, was not removed by reprocessing. The event can be detected by following the instructions for use (IFU) which state: -detection methods are written in instructions for use: tjf-q190v operation manual: chapter 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had a foreign material on light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.